Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing low blood glucose for about a week since the insulin pump settings were changed. Customer also stated that he had not had much appetite and low blood glucose could also be related to him not eating. Customer stated that blood glucose has gone from over 200 mg/dl to 40 mg/dl in 45 minutes. Customer has not been blousing for meals as he is just eating snacks. Current blood glucose was 117 mg/dl. Customer declined troubleshooting and would be contacting the doctor to discuss the issue.